Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region which is consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood and over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During implantation, the physician alleged it didn't feel right when he extended the right ventricular lead's helix. The lead was removed and replaced. The patient was discharged.